Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited loss of capture. Temporary transvenous pacemaker was inserted. The lead was found to be dislodged which was confirmed upon x ray. Physician decided to revise the lead. During the procedure, multiple attempts to position the lead were unsuccessful. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.